Event description:
It was reported that the patient was hospitalized following cardiac arrest caused by ventricular fibrillation (vf). The device was interrogated and it was observed that ineffective high voltage therapy was observed on the device. During subsequent episodes of vf, the device delivered effective high voltage therapy. The device was reprogrammed to optimize patient therapy. The patient continued to be hospitalized and was in an unconscious state. On (B)(6) 2022, the patient passed away due to chronic heart failure. The physician reported that due to the patient's clinical condition and the degree of heart failure and damage resulted in the ineffectiveness of the delivered therapies in the first episode of vf.